Event description:
Patient's treatment complete. Doctor began removal of a varian medical systems titanium fletcher-suit delclos (fsd)-style applicator set. During removal, it was noted that one of the ovoid caps had disconnected from the patient left ovoid. Doctor attempted to manually remove the cover but was unsuccessful. Patient transferred via transfer mat to gynecological stretcher and feet placed in the stirrups. Doctor used long hemostats and long pick-ups to remove cover but was unsuccessful. Patient without complaints of pain or bleeding. Per doctor's attempt was made for cover to fall out once patient (pt.) Gets up. Pt. Escorted to restroom. Hat placed in the toilet. Pt. Then allowed time to dress. About 15 minutes after getting up, pt. Finished in the restroom but ovoid cap still retained. Pt. Stated that she had tried to reach it herself but was unsuccessful. Pt. Shown into an exam room and prepared for a pelvic exam. In the exam room, doctor used a metal speculum to removed retained ovoid cap. Pt. Without complaints of pain. No bleeding noted. Ovoid cap examined and found to be complete with screw intact. Vital signs assessed. No complaints of pain or nausea. No bleeding noted. Our lead physicist had a discussion with doctor (dr.) Related to the tandem and ovoid event. They discussed the possible causes and methods to prevent this from happening in the future. Dr. Agrees to perform a test on the device after each assembly just prior to insertion where he will assess the strength and security of the applicator and ovoid assembly and ensure that each screw is appropriately tightened. As per lead physicist: the tandem and ovoid kit (model al13030001) was evaluated for integrity and appropriate function by physicist and rn, under the direction of the lead physicist. The kit was assembled under all configurations using the eight possible ovoid caps. After each assembly, the integrity and strength of the assembly was checked by applying force to manually separate the components. The set screws of the eight individual ovoids were inspected and found to be in sound condition. It was determined that the device is functioning as expected. Medsun lead reporter spoke with risk manager and have confirmed that all necessary investigations into this event and with the involved parties occurred as outlined. The determination is that the event was due to the user and is safe to remain in circulation. This equipment is being re-sterilized by central processing in preparation for a treatment delivery.